Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did found that the altrx +4 10d 32idx48od shows signs of fracture. Furthermore, the rim of the altrx +4 10d 32idx48od has 5 out of the 6 anti-rotation device (ard) tabs sheared off. Not all the fracture fragments were returned for evaluation. Additionally, the altrx +4 10d 32idx48od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Based on the observed conditions of the altrx +4 10d 32idx48od and the ceramic head it is reasonable to conclude that a disassociation event occurred, however with the provided information the dislocation allegation cannot be confirmed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: m0459w and no non-conformances or manufacturing irregularities were identified related to the reported allegation. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: m0459w and no non-conformances or manufacturing irregularities were identified related to the reported allegation. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: altrx +4 10d 32idx48od product code: 122132148 lot number: m0459w and no non-conformances or manufacturing irregularities were identified related to the reported allegation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient hip dislocated on (B)(6) 2025. Revision surgery performed on (B)(6) 2025. Upon exposure the inferior rim of the liner was found to have fractured off of the liner. Surgeon converted to dual mobility construct. Loosening of pinnacle liner mentioned. There was surgical delay reported. Affected side: right hip.